Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier clips do not lock into place. The instrument does not have enough strength to close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel/tissue bundle. The issue was related to an unsuccessful clip application during the 1st attempt. A backup instrument was used to continue the procedure. There was no injury to the patient.

Manufacturer narrative:
During the visual inspection, the input disk # 6 was found to be broken and completely detached from the base causing issues reported by the customer. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input do not show damage. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input dis component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the plastic portion of the input disk. These residual stresses can be susceptible chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.